Manufacturer narrative:
The short-to-shield from (B)(6) 2019 is referenced in manufacturer's report number 2916596-2019-05558. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop that correlated with an embolic event while the patient was taking a nap on an ungrounded cable (previous short-to-shield on (B)(6) 2019). Log file data showed 2 pump stops and 1 low speed alarm on (B)(6) 2020, with speed drops as low as 0 rpm. These were linked to perc lead issues while connected to batteries. It was recommended to immobilize the perc lead. The embolic event was renal infarction. Focal hypoenhancement of the inferior right kidney was suspicious for an acute renal infarct. There were no other acute findings in the abdomen or pelvis. Patient was on heparin drip until external distal end driveline repair was performed on (B)(6) 2020. Patient had been off of warfarin and will resume 81 mg asa (aspirin) daily. There was no trauma to the perc lead. Patient had elevated ldh up to 700.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the reported low speed/pump stoppage event; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. Moreover, a direct correlation between the device and the reported embolic event/renal infarct and elevated ldh could not be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2020 and was found to have a pump stoppage on device interrogation, the timing of which correlated with an embolic event the submitted system controller log file contained data from (B)(6) 2020 ¿ (B)(6) 2020 and showed that a transient low speed/pump stoppage event was captured on (B)(6) 2020 while the system was connected to battery power, resulting in low speed advisory/hazard and low flow alarms as well as active motor stopped flags. The pump otherwise appeared to be operating normally with stable parameters prior to and following the event. Based on previous complaint experience and the patient¿s history of prior low speed/pump stoppage events while connected to the power module in (B)(6) 2019, the interruption in pump function recorded in the log file could be indicative of potential driveline wire damage; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. A distal end driveline replacement was performed on (B)(6) 2020 and approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the outer silicone sleeve and underlying clear bionate layer showed no evidence of damage. The metal braided shield appeared to be in overall good condition for approximately 2.5 years of use with only one area of notable shield breakdown at the terminus of the distal end bend relief (approximately 2.0-2.5 inches from the metal connector). Visual inspection of the underlying wires found them to be unremarkable with no evidence of kinking or significant insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Additional information provided by the account on (B)(6) 2020 clarified that the patient¿s embolic event was associated with a renal infarction. The patient was placed on a heparin drip until the driveline replacement was performed. Warfarin was discontinued and daily aspirin therapy would be resumed. The account later reported on (B)(6) 2020 that the patient experienced elevated ldh up to 700; however, there was no rise in creatinine level or any other indicators. The technical services representative communicated that no immediate alarms occurred following the driveline replacement. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU lists peripheral thromboembolic event and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.